Manufacturer narrative:
Lot numbers were requested but not available. A review of the manufacturing records for the device could not be conducted. Further information was requested. Images were sent to gore for analysis. Further information will be provided.

Event description:
On (B)(6) 2005 the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2013, the computed tomography angiography revealed a possible type IV endoleak and aneurysm enlargement. It was reported to gore that there seems to be a rupture/tear in the device just above the excluder bifurcation. The physician is planning a reintervention for the patient. Further information was requested.